Event description:
The customer reported to olympus that the camera head image did not display on the screen. The issue was found during preparation for a therapeutic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be reproduced; however, the issue likely occurred. The other evaluation findings are as follows: the camera cable had scratches and buckling, the camera cable was flooded, the video connector was flooded, the charged coupled device was flooded, the video connector contact had corrosion and breakage, there was image noise and the scope mount paint was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. However, it's likely a temporary loss of image occurred due to the cable buckling and water entering from the scratched part of the cable. As to cable damage and water immersion in the cable, the reported event might be prevented by following these descriptions found in the instruction for use: ¿never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument.¿ olympus will continue to monitor field performance for this device.